Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an infusion set failing to infuse is confirmed, but the exact cause could not be established. One 22 ga x 0.75¿ huber plus safety infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned device and blood use residues throughout the extension tubing. A functional test of attempting to infuse water into the device using a 12 ml syringe revealed a leak in the luer adapter. A microscopic observation revealed a longitudinally aligned split in the luer adapter extending into the one finger tab of the device. The split widened towards the proximal end of the luer adapter where it connects to an infusion device. Material stress concentration marks were observed in the plastic of the luer adapter. The complaint of an infusion set failing to infuse was confirmed due to the observed luer damage; however, due to the nature of the split found in the luer adapter, an exact cause could not be determined. Environmental factors, infusion techniques, or other material properties interacting with the administered medications may have contributed to the failure of the device. H3 : evaluation findings are in section h.11.

Event description:
It was reported that after completion of administration of the anticancer agent (5fu) at patient¿s home, when the device was attempted to be flushed with saline solution, the device could not be infused. The device and a syringe were reconnected several times, however, flush could not be performed. The needle was damaged because the patient tried to connect a syringe several times. There was no reported patient injury. (B)(6) 2023 - the returned device exhibited a split and leakage.